Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00086 on march 11, 2014 for (B)(6) results observed between the advia centaur xp ahbs2 assay and the immulite ahbs assay. Two samples were (B)(6) on the advia centaur xp ahbs2 assay while (B)(6) by immulite. On may 12, 2014 - additional information: siemens received three samples from the customer and tested the samples on the advia centaur ahbs2 assay and the immulite 2000 xpi ahbs assay. (B)(6)0 was one of the samples initially reported as discordant. Siemens testing confirms the discordant result. The customer's initial immulite results for (B)(6) were not conclusive because the instructions for use states that when a sample result is in the retest zone, three replicates must be less than 10 miu/ml for the sample to be considered (B)(6) and only two replicates were available. Siemens testing of this sample yields a (B)(6) result for immulite 2000 and a result in the retest zone for advia centaur. When the siemens results are reviewed in conjunction with the customer's results, the immulite results are not conclusive and the advia centaur results are (B)(6). The customer's initial immulite results for (B)(6) were labeled as indeterminate by the customer, however, based on the instructions for use, the results are (B)(6). The siemens testing confirms the (B)(6) result for both the immulite and the advia centaur. The limitations section of the instructions for use states; "results obtained with advia centaur ahbs2 assay may not be used with values obtained with different manufacturer assay methods." The system is performing within specification. No further investigation is required.

Manufacturer narrative:
The cause for the discordant advia centaur ahbs2 results is unknown. Siemens received two of the samples and is performing additional testing. The interpretation of results section of the instructions for use (IFU) states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The limitations section of the IFU states: "assay performance characteristics have not been established when the advia centaur anti-hbs2 assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers; and therefore, users are responsible for establishing their own performance characteristics." The limitations section also states: "results obtained with advia centaur anti-hbs2 assay may not be used interchangeably with values obtained with different manufacturer assay methods."

Event description:
While performing a method comparison between the advia centaur ahbs2 assay and immulite, the customer questioned discordant results between the two platforms. Two of the samples were (B)(6) on the advia centaur ahbs2 assay while (B)(6) by immulite. There are no reports that treatment was altered or prescribed based on the discordant results. There are no reports of adverse health consequences based on the discordant results.